Event description:
It was reported that pump screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.